Event description:
It was reported that on (B)(6) 2013, there was suppuration of the wound over the implant zone. The device has extruded from the wound, due to infection and necrosis. The patient was explanted of the device on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a f/u report.